Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found that the knob was missing and the case was chipped. Technical visual inspection found that the membrane of the bottom case was torn. Device evaluation found no other issues. The belt knob and bottom case cover were replaced. The device was re-calibrated. Parameter tests were performed and passed. The cable, membrane, shake/rattle, voltage/gain, and final visual inspection were all tested and passed. The root cause for the confirmed reported event was determined to be the torn membrane on the bottom casing. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device was not reading. There was no patient involvement. No additional information is required.